Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that since 2009, the pt has been experiencing strange noises in addition to his normal hearing perception. In the meantime, there were also times were the pt was no longer able to hear. External parts have been exchanged but without success. Testing confirmed that the device has malfunctioned. The pt was re-implanted seven days later.